Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument for failure analysis evaluation. The instrument was found to have the blade broken at the base. A piece approximately 0.08 x 0.451" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Review of an image of the harmonic ace instrument provided by the customer is consistent with a broken tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument shears head was broken. The broken pieces were removed and discarded. The surgeon was dissecting the instrument for about 30 minutes when the issue was identified. The customer did not identify any issues with the instrument's functionality during the surgical procedure. The customer retrieved the broken piece(s), and no x-ray or ultrasound was performed. The procedure was completed robotically. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.